Event description:
It was reported that prior to an angioplasty treatment procedure, "the wire felt sharp to the touch." The physician used another of the same type wire to complete the procedure without patient complications.